Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of a faulty display, info on bottom row is missing. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary the reported condition of a colleague infusion pump with a malfunction of faulty display was confirmed during product evaluation. The root cause was assigned to missing lines on the bottom row. The lcd display was replaced in order to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00.

Manufacturer narrative:
(B)(4). The device has been received by baxter australia personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.